Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). Upon release of the valve, the pacer was turned off prematurely and the valve dislodged into the ascending aorta. The valve was snared and a second valve was successfully implanted. No additional adverse patient effects were reported.